Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. The cause of the reported helix event was isolated to an overtorqued inner coil, consistent with procedural damage. No other anomalies were seen.

Event description:
It was reported the patient presented for implant procedure. During the procedure, it was identified that the right ventricular (rv) lead helix could not be extended. The physician elected to complete the procedure with a different lead. The patient was in stable condition.